Event description:
Patient s/p heartmate iii implant admitted on (B)(6) 2015 for shortness of breath and 3 ICD shocks. Persistent vt resulted in intubation on transfer to (B)(6). On (B)(6) 2016 he underwent vt ablation; however, he continued to have arrhythmias despite medical and surgical intervention and required re-intubation on (B)(6) 2016. The patient was listed for transplant on (B)(6) 2016; refractory vt and subsequent rv failure led to removal of the heartmate iii and bilateral heartware implants to create a total artificial heart on (B)(6) 2016 to bridge him to transplant. Patient's post-operative course was complicated by need for additional support with vv ECMO and cvvhd, thrombocytopenia on (B)(6) and pneumonia on (B)(6). On (B)(6) 2016 patient had acute mental status changes and sah was seen on CT. Anticoagulation was managed with neurology team. Patient's clinical status was complicated by peripheral signs of micro-emboli, gi bleed, and signs of hemolysis/thrombosis in the rvad. Despite medical therapy, patient's acidosis progressed and finally decided to withdraw mechanical support on (B)(6) 2016.